Event description:
It was reported that during a pph procedure, the purse string was created and the tissue was pulled into the device. When the device was fired, there was a full 360 degree staple line, but the device did not cut the hemorrhoid. The hemorrhoid was reported to be large in size. The procedure was then completed using harmonic technology to remove the hemorrhoid.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.